Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke off during surgery while tightening the locking cap. The tip fragment was unable to be recovered from the screw head, so it remains implanted. There are no plans for revision at this time.

Manufacturer narrative:
The returned driver was evaluated. The tip was confirmed to have fractured off. Based on the limited event description, the cause cannot be conclusively determined. A review of the production records does not indicate manufacturing would have contributed to the failure in this event.

Event description:
It was reported that the tip of a screwdriver broke off during surgery while tightening the locking cap. The tip fragment was unable to be recovered from the screw head, so it remains implanted. There are no plans for revision at this time.